Manufacturer narrative:
The device was returned for evaluation. The device was subjected to microct scanning and physical inspection. Micro CT imaging showed that the leaf spring lock is in the unlocked state and is not automatically re-locking. There appear to be debris inside the pocket of the spring that could be the source of the stuck lock. The micro CT imaging does not suggest the lock post was damaged in a way to allow the expansion gear to freely spin. Physical inspection revealed that while the lock is in the unlocked state per micro CT, the gear will not freely spin and the expanding cylinder will not freely expand or contract under manual manipulation. The implant core was originally provided sterile packed, and was not packed with any bone autograft. Original implanting of fortify corpectomy device was to revise a different failed spacer. Revision to remove this fortify spacer was patient's third surgery. The exact cause of the loss of height in the fortify spacer cannot be determined. The complaint is indeterminate.

Event description:
It was reported that a revision was needed to replace a fortify ø12mm core due to height loss with subsequent plate loosening post operatively.